Event description:
It was reported through the implant patient registry (ipr) that two valves were implanted. Additional information provided by the edwards field clinical specialist indicated that during the transapical delivery of a 23mm sapien valve, the valve was positioned across the annulus and placement was confirmed placement using tee and angiography. During rvp the valve appeared to be 80:20 aortic in the annulus; the surgeon made a slight adjustment to be more ventricular just prior to balloon inflating making the valve appear approximately 70:30 aortic. During inflation the delivery system began to advance slightly more aortic and the valve was deployed approximately 80:20 aortic. Tee showed trace pvl but moderate central aortic insufficiency (ai). Angiogram post deployment showed moderate ai. The decision was made, by the surgical team, that a second 23mm sapien valve was required to minimize ai and improve left ventricular end diastolic pressure (lvedp). The valve was positioned slightly more towards the ventricle, which was approximately 50:50 in the annulus. The valve was deployed successfully within the first valve ending up 60:40 aortic in relation to the annulus. The second valve was approximately 3-4mm more ventricular compared to the first valve. The lvedp after the first valve deployment was ~25 mmhg, the lvedp after the second valve improved to ~18-20 mmhg. Ai according to tee was improved after second valve deployment but there was still some mild to moderate ai from the angiogram. Reportedly the patient was transferred to recovery in stable condition. Additional information noted there was severe native valve/leaflet calcification, mild aortic root calcification, and mild mitral annular calcification (mac). The patient had moderate septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (severe native annular calcification and moderate septal hypertrophy) and procedural factors could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.